Event description:
Sales rep reported that the handle broke when placing the rasp in the handle, during surgery. It cannot hold the rasp in position.

Event description:
Sales rep reported that the handle broke when placing the rasp in the handle, during surgery. It cannot hold the rasp in position.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding crack/fracture involving an exeter rasp handle was reported. The event was confirmed. The returned instrument is damaged, there are deep impacts. The latch of the trigger is broken and the latch was not returned for evaluation. There is a fissure (crack) near the locking mechanism on the body of the instrument. The locking latch fracture was consistent with a straight tension overload. The reported event was not related to a clinical situation. There were no surgical delays and no adverse consequences noted to the patient. Device history records for the specific lot indicated that the devices were manufactured and accepted into final stock with no reported discrepancies. A review of the complaint history database shows that there have been 2 other events for the lot referenced. The exact cause of the event could not be determined however both the mar report and the supplier investigation concluded that the returned instrument is damaged, there are deep impacts. The latch of the trigger is broken and the latch was not returned for evaluation. There is a fissure (crack) near the locking mechanism on the body of the instrument. The locking latch fracture was consistent with a straight tension overload. (B)(4) concluded that the fissure is very likely a consequence of a fatigue fracture due to the excessive condition of use, as it was analyzed in the ncr (B)(4) closed in 2010.